Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. On (B)(6) 2014, the physician ¿swept out¿ the stent using a balloon. During the procedure, it was noted that the stent cover was missing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿¿okay.¿ despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of stent cover missing. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.